Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, and a missing end cap sticker. The insulin pump passed the self test and no display anomaly was noted.

Event description:
It was reported that customer's insulin pump had a crack near the display. The display is badly scratched. Customer does not know how the damage occurred. The drive support disk appears normal. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.